Event description:
Patient being transported via helicopter from scene following resuscitated cardiac arrest. Loss of pulses just prior to departure from scene. CPR started, CPR stopped to reassess rhythm, patient in v-fib. Monitor selected to de-fib, sync off, monitor charged to 120, pads and paddles placed on chest. Buttons on paddles depressed to deliver energy. No energy discharged. Attempted again, no energy discharged. Occurrence on final approach. CPR continued down to ER. Promptly defibrillated x 1 in ER with return of pulses. Cable connection removed from paddles and placed in test module unit. Ran test on unit at 20 joules, "test ok" message. Unit taken to clinical engineering and failure was replicated. Please note: this is the 2nd incident of this type involving this particular piece of equipment. Device had been returned to manufacturer for repair after 1st incident (6 months ago) and was placed back in service 4 months ago. This device will be removed from service.